Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the implant was inserted into patient and the turned position was incorrect. When the surgeon used the slap hammer to remove the implant the implant detached from the holder despite the green line still being visible and the ring in the ¿up¿ position. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: received 1 article of applicator inner shaft, 03.812.003 for manufacturing investigation. The article has no visible signs of damage. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. During manufacturing investigation all relevant and significant characteristics like dimensions were checked and measured, additionally the article passed all functional tests. All checked and measured characteristics are within the specifications. There are no references to the reported issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient identifying information is not available for reporting. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the implant was inserted into the patient, but the turned position was incorrect. The surgeon then used a slap hammer to remove the implant, but it detached from the holder despite the green line still being visible and the ring being in the ¿up¿ position. The surgeon used the removal tool and slap hammer to remove the implant, but it was with great difficulty. The implant was then reinserted, but was left in a lateral position, which was the best they could achieve. A surgical delay of 30 minutes was reported. This report is 1 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional part # 03.812.001 - handle. The investigation on part # 03.812.003, lot. 7813795 could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.